Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. A visual examination of the lead revealed an external insulation abrasion proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the external insulation abrasion consistent with friction to the device can.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right atrial (ra) lead. The patient presented in clinic and the noise was reproduced during lead provocation testing. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.